Manufacturer narrative:
(B)(4). The reported pre-use check failure was confirmed by review of the device logs. Several tests failed during pre-use check such as internal leakage test, monitor pressure transducer test, pressure transducer test, o2 cell/sensor test, breathing flow transducer test, flow transducer test and expiration valve test. Water was observed in the inspiratory pipe and presence of moist in the air gas module was confirmed by photos. The moist is the root cause of the failing tests during pre-use check. The unit was investigated by our field service engineer and it was concluded that the water had entered the air module via the gas flow from the connected gas.

Event description:
It was reported that the ventilator failed the pre-use check and that water was coming out of the inspiratory pipe when used on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The received air gas module was mounted in a reference ventilator where it failed the pre-use check. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module and the moisture is the root cause of the delta pressure transducer's failure. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The reported problem can be confirmed in the device log files.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Insertion of date received by manufacturer. It was inadvertently left empty on the initial report that was submitted 01/11/2018. (B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Ref. Exemption #: e2018003 (B)(4). (B)(6).

Event description:
Manufacturer ref. #: (B)(4).